Event description:
Approx 20 mins after having been placed on a puritan bennett model 840 ventilator, this ventilator suddenly shut down with total system failure. No exchanges were produced following sudden shut-down. The pt suffered no injury and no complications following immediate nursing staff action and the ventilator was quickly changed ot another unit.